Event description:
The patient called on 11/4/2004 alleging that segments were missing on the lifescan meter. Due to segments missing, she went to see her physician to obtain a blood glucose reading and because she felt weak and dizzy. Physician did not treat the patient; however, advised her to increase her dosage. No information on what her reading was on the physician's meter. Customer service sent the patient a replacement meter. Based on the information provided, this case is being reported as a malfunction, since the issue was not resolved with the meter.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.